Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastroplasty. The device could not be fired after the green firing button was pressed. The load broke off the device, not into the patient cavity. There was no patient injury.